Event description:
The manufacturer received information alleging a garbin evo device was not operating. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a garbin evo device was not operating. There was no harm or injury reported. During the evaluation of the device at third-party service center, the third-party service technician was able to confirm the customer¿s issue and there were two error, external flow heater failed, and external flow communication failed, codes found in the device¿s event log. The third-party service technician replaced the device's external flow sensor to address the two error codes found on the device. The third-party service center service technician evaluated and determined there was contamination on the machine flow sensor, in-line filter, and the in-line proximal filter located on this device. The third-party service technician replaced the device¿s machine flow sensor, in-line filter, and the in-line proximal filter to address this issue on the device. Additional findings not related to the malfunction/issue was the following parts were replaced as preventative maintenance on the device: particulate filter and air inlet foam filter.